Event description:
It was reported that the catheter had a yellow discoloration than usual, so the patient refrained from using it. Also stated the catheter did not fit inside the blue sleeve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive since there was no physical sample returned. It is unknown whether the device had met relevant specifications. The product was not used for patient treatment or diagnosis. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 2-way silicone foley catheter. Visual inspection of the sample noted the catheter appeared brownish upon return. The silicone foley catheter is coated with a silver alloy coating, which results in the discoloration of the catheter. Therefore the device is considered within specification, and the reported event is considered unconfirmed. Also stated the catheter did not fit inside the blue sleeve. No blue sleeve was returned for evaluation, therefore further testing cannot be conducted. A potential root cause for this failure could be blue sleeve does not cover the catheter completely. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter."

Event description:
It was reported that the catheter had a yellow discoloration than usual, so the patient refrained from using it. Also stated the catheter did not fit inside the blue sleeve.